Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead began to bend unusually after removing the stylet when the lead was fixated. The ra lead was moved but the helix required multiple rotations to deploy and the lead would not stay fixated. The ra lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix extended. The helix extended and retracted within specification and no anomalies were found with the helix. If information is provided in the future, a supplemental report will be issued.